Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that a ar-9236-02pp glenoid trials peg broke. This occurred during a apex tsa on (B)(6) 2021 when the surgeon inserted the glenoid as normal after the preparation work was done. While inserting the trial the center peg broke off with very little force applied. All fragments of the device were retrieved, and the case was completed. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.